Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with a medela clinician on 12/26/2016, the customer emailed that the last time she had mastitis was (B)(6) and that she was treated with dicloxacillin and no longer has mastitis. The customer stated that she is not experiencing pain with the replacement pump and the suction is working great. The product involved in the complaint was not returned for evaluation/investigation at this time.  Therefore, no conclusions can be made as to the cause of the event.  Attempts to retrieve the product are ongoing. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016, that she had low suction with her pump in style breast pump and she was getting infections.